Event description:
During a percutaneous coronary interventional procedure, the wire hub of the sds cracked. It is unclear if this occured upon removal from packaging or during prep. The product was not clinically used and there was no pt injury.